Event description:
The customer reports that they acquired cbct and performed online match but the apply shift button was greyed out. They had to go inside the treatment room and apply the shift manually. There has been no plan revision. The therapists are noting the shift on the imaging screen and applying the shift manually by entering the treatment room. The oncologists are not satisfied with this because they do not see match in off line review. There was no report of serious injury or mistreatment as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.